Manufacturer narrative:
(B)(4).

Event description:
It was reported that ¿too high¿ of impedance values were measured on both channels of the patient¿s implantable neurostimulator (ins). The issue was found intraoperatively and the ins in question was never implanted and was instead replaced at that time. The issue was resolved following the ins replacement. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins passed functional testing; including impedance testing in saline.¿

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information noted the patient's original ins "did not show any faults." The measurement of the initial replacement ins "showed a general failure of the left channel, which was "followed by a temporary failure of both channels." The failure of both channels could not be reproduced again, but a "failure of the right channel was detected" at a later time. It was noted that a repeat measurement with the patient's original ins during the surgery "showed correct impedances for all channels, so that an electrode fault could be excluded." As a result, the initial replacement ins was rejected and replaced at the time of implant. The patient's final replacement ins "did not show any impedance faults."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.